Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: unknown e3: occupation: chief of perfusion the actual device was not available; therefore, the actual device will not be returned for evaluation. Confirmation of the provided image: it was found that the blood inlet port of the oxygenator was deformed from the outside toward the inside. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No similar complaint was received. Based on the investigation results, no anomaly was found in the manufacturing records. It was inferred that some kind of external load was applied to the blood inlet port, leading to the deformation from the provided image. However, since the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the blood inlet was warped on the oxygenator. The event occurred during setup, and the event resulted in a few minutes delay to change the product out, less than five minutes. The product was changed out, and the surgery was completed successfully. There was no patient injury or blood loss.